Event description:
One year after index procedure, the patient was admitted to the hospital emergency for a massive sub-arachnoid hemorrhage. CT angiogram showed an intra-ventricular hemorrhage associated concerning the entire part of the ventricular system associated with an encephalic edema. It s not mentioned which aneurysm bleed. Glasgow score was 3 at admission. The patient expired the following day. During the event, the enterprise continued to cover the aneurysm neck, and was patent. The vessel diameter proximal and distal to the aneurysm neck was unknown. The event was unrelated to the enterprise stent or unknown coils. No further information was available.

Manufacturer narrative:
The (B)(4) study for indicated that patient with ID (B)(6) was admitted to the hospital emergency for a massive sub-arachnoid hemorrhage one year after index procedure with an enterprise vrd ((B)(4)/lot unk). CT angiogram showed an intra-ventricular hemorrhage associated concerning the entire part of the ventricular system associated with an encephalic edema. It s not mentioned which aneurysm bleed. Glasgow score was 3 at admission. The patient expired the following day. During the event, the enterprise continued to cover the aneurysm neck, and was patent. The vessel diameter proximal and distal to the aneurysm neck was unknown. The event was unrelated to the enterprise stent or unknown coils. No further information was available. The patient was admitted with a sub-arachnoid hemorrhage at the 4th ventricle level (fischer score 4 and wfns 1). A CT angiogram exam showed 2 aneurysms (one on the right supraclinoid carotid and one on the right posterior communicating artery). However, as it was impossible to determine which one has bleed, it was decided to treat first the right supraclinoid carotid aneurysm by coils and stent (enterprise). The second aneurysm will be treated secondary two days after with coils and a stent (not enterprise stent). The patient was treated the following day for an acutely ruptured saccular aneurysm of the right supraclinoid carotid artery (sac height 2.0 mm, sac width 2.0 mm and neck 2.3 mm). The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 1. During the index procedure one 22mm enterprise stent was implanted at the desired site (lot number: unknown) at the basilar trunk termination. Coils were placed through the stent. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a complete occlusion. Plavix was administered in per-post procedure, aspirin in per-post, and heparin in per procedure. Two days later, the patient was treated for an acutely ruptured saccular aneurysm of the right posterior communicating artery. During the procedure one stent was implanted (not enterprise) and 1 coil (2.6mm ev3) was placed through the stent. No balloon was used. The procedure was completed and final angiographic control showed a complete occlusion of the aneurysm. A CT angiogram control objective the occlusion of the aneurysm of the posterior communicating artery with the integrity of the arterial lumen of the internal carotid artery, and with no abnormality of the diameter of the arterial branches. No parenchyma defect. At discharge approximately three weeks later, no technical adverse event was reported and mrs was 1. The follow-up clinical visit conducted approximately a month after the index procedure, indicated that the patient had a mrs of 0, and no adverse event declared since the discharge. The device remains implanted and is not available for analysis, and the lot number was not provided to conduct a DHR review. Intracranial hemorrhage, vessel /aneurysm rupture is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Based on the lack of information regarding the reported event, no conclusion can be made regarding the relationship of the enterprise vrd and the reported hemorrhage and subsequent death post procedure. The stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. With review of the available information there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient was admitted with a sub-arachnoid hemorrhage at the 4th ventricle level (fischer score 4 and wfns 1). A CT angiogram exam showed 2 aneurysms (one on the right supraclinoid carotid and one on the right posterior communicating artery). However, as it was impossible to determine which one has bleed, it was decided to treat first the right supraclinoid carotid aneurysm by coils and stent (enterprise). The second aneurysm will be treated secondary two days after with coils and a stent (not enterprise stent). The patient was treated the following day for an acutely ruptured saccular aneurysm of the right supraclinoid carotid artery (sac height 2.0 mm, sac width 2.0 mm and neck 2.3 mm). The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 1. During the index procedure one 22mm enterprise stent was implanted at the desired site (lot number: unknown) at the basilar trunk termination. Coils were placed through the stent. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a complete occlusion. Plavix was administered in per-post procedure, aspirin in per-post, and heparin in per procedure. Two days later, the patient was treated for an acutely ruptured saccular aneurysm of the right posterior communicating artery. During the procedure one stent was implanted (not enterprise) and 1 coil (2.6mm ev3) was placed through the stent. No balloon was used. The procedure was completed and final angiographic control showed a complete occlusion of the aneurysm. A CT angiogram control objective the occlusion of the aneurysm of the posterior communicating artery with the integrity of the arterial lumen of the internal carotid artery, and with no abnormality of the diameter of the arterial branches. No parenchyma defect. At discharge approximately three weeks later, no technical adverse event was reported and mrs was 1. The follow-up clinical visit conducted approximately a month after the index procedure, indicated that the patient had a mrs of 0, and no adverse event declared since the discharge. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.